Event description:
Promos shoulder revision and removal of implants.

Event description:
Promos shoulder revision and removal of implants. Update 7/20/2017: revision surgery was performed in two stages, first step on (B)(6) 2017 and second step on (B)(6) 2017.